Event description:
Per the edwards lifesciences field clinical specialist report, at the end of a transapical tavr the physician had difficulty suturing the left ventricle (lv) apex access site. There was no lv tissue tear or other lv injury;10 units of prbcs were given. The patient was stable upon leaving the or and was transferred to the cvicu. There was no bleeding during that night and the vasoactive medications were weaned. The next day a heavy chest tube output was noticed after the patient was transported for a chest x-ray. The patient returned to the or for exploration; however, the patient coded after opening the chest. Internal cardiac massage was performed but the patient expired on the table. The cause of death was listed as post op bleeding from the lv apex.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the cause for the reported difficulty with the closure of the lv access site that resulted in significant bleeding and death is unknown; no tearing was reported. The event may be related to a combination of unknown procedural factors and the patient¿s advanced age. The ascendra sheath was not available for evaluation. There was no allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information provided by the physician: at the time of the patient¿s demise, the valve function was fine. There was an lv apex tear during the tavr procedure. The original 2 horizontal mattress tore the myocardium requiring more pledgeted mattress. The physician used tisseel and nuknit over the pledgeted repair. There was no bleeding leaving the or.